Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the 8mm small grasping retractor instrument cable snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm small grasping retractor instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Th cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cabal breaking.